Event description:
The customer reported that the rocker switch was sticking in the on position. There was no patient injury. The incident pencil is not being returned for evaluation. The customer did not provide any additional information.

Manufacturer narrative:
(B)(4). The customer reported the incident sample is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.